Manufacturer narrative:
Compromised force sensor system alarm occurred during the basic occlusion test due to faulty force sensor resistor. The insulin pump passed the displacement test. Unable to confirm low battery alarm or perform the prime test, self test, occlusion test and no delivery test due to compromised force sensor system alarm.

Event description:
It was reported via phone call that insulin pump had depleted battery life even after battery change. The blood glucose at the time of the incident was unknown. The device was returned for analysis.